Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has triggered lead integrity alerts (lia) for years. A recent lia triggered due to high rate non-sustained (hrns) and sensing integrity counter (sic). In addition, there was a recent decrease and variability noted with the lead's the r-waves, non-sustained ventricular tachycardia (nsvt) episodes that appeared as noise, and variable pacing impedance measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.